Event description:
The suture was used during an unspecified procedure. Reportedly, there was a discrepancy between the label on pouch which indicates a round tip needle and the suture inside pouch which was a triangular tip needle. The hospital has reported increased trauma for the tissues. No additional info available.